Manufacturer narrative:
Concomitant medical products: 6935 lead, implanted: (B)(6) 2010; 4196 lead, implanted (B)(6) 2010.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was removed due to (B)(6) and endocarditis infection. No further patient complications have been reported as a result of this event.